Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery with 75% stenosis, mild calcification and mild tortuosity. The 3.0x15mm trek rx balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside of the anatomy prior to use. There was no resistance when the protective sheath was removed. There was no resistance during advancement. However, the balloon was inflated once for 5 seconds at 8 atmospheres (atms) and ruptured. Another trek rx balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.